Event description:
During an attempt to direct stent, the stent delivery system (sds) did not advance through the lesion. The lesion was pre-dilated without complication and a second attempt was made to position the sds, but it did not advance further than the medium zone of the lesion. Upon an attempt to withdraw the sds, it became trapped within the common truncus. The sds was released, but it was not possible to introduce the stent into the guiding catheter. The entire system (sds, guide wire, and guiding catheter) was withdrawn as a single unit, but the stent did not pass through the introductory. It was also attempted to withdraw the introducer with all the devices. However, the stent dislodged from the balloon at the femoral and remained over the guide wire. An attempt was made to recover the stent with a loop but was unsuccessful and the stent was lost within the arterial bed.